Event description:
A non MRI safe oxygen tank was delivered by the vendor in error and was placed in the MRI suite in error. The technologist moved the tank size "e" to give the pt oxygen she heard the tank move and grabbed it as it began to go toward the magnet. She was able to hold onto the tank on the side of the magnet as the pt was removed from the physician and staff. The magnet was quenched. The regulator hit the pt in the left upper arm as it went to the side of the magnet causing a laceration, the pt was transported to the hospital for stitches. The pt will fully recover. The MRI suite became filled with a cloud of helium at the ceiling and began to move down towards the staff. The building was evacuated until the fire dept determined the air quality was safe.